Manufacturer narrative:
As reported, the patient underwent placement of an optease retrievable vena cava filter. The patient presented to hospital with pulmonary embolism (pe) and had been anticoagulated due to a small bowel obstruction. The patient required surgery to treat the bowel obstruction. The indication for the filter placement was reported to be an extreme risk of further pe. The filter was implanted via right femoral vein and placed in an infrarenal position. The patient is reported to have tolerated the procedure well and without complications. This was followed by laparoscopic lysis of small bowel adhesions. This procedure was also completed without complications. Approximately four years after the filter implantation, the patient became aware that the filter had fractured with fractured struts retained within the inferior vena cava (ivc) and was associated with perforation of the ivc and was abutting an adjacent organ. The patient further reported having experienced mental anguish, worry and anxiety associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter fracture and ivc perforation events could not be confirmed and the exact cause could not be determined. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, fracture, perforation and perforation into an organ that causes injury and damage to the patient. Per the implant records, prior to the index procedure, the patient presented to the hospital with pulmonary embolism (pe), and had been anticoagulated on admission due to a small bowel obstruction. The patient required surgery to release the small bowel obstruction, and due to the extreme risk of further pe, placement of the inferior vena cava (ivc) filter was indicated. The procedure was performed using fluoroscopic guidance without any difficulty or complications. The right femoral vein was easily accessed with one stick. A wire was placed using fluoroscopic guidance into the cava. The device was deployed below the renal veins where it sat in the ivc without any evidence of migration or problems. The patient tolerated the procedure well and remained in the operating room under anesthesia for laparoscopic lysis of adhesions of the small bowel. There were no complications. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately four years post implantation. The patient reports the ivc filter fractured, with fractured struts retained within the inferior vena cava; perforation of filter strut(s) outside the ivc, and the filter abutting an adjacent organ. The patient further experienced anxiety related to the filter.